Event description:
The user facility reported the right glass lid cover to their advantage plus endoscope reprocessing system shattered while running a cycle. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and confirmed that the tempered glass lid on the right side of the unit was shattered. Based on the technician's inspection, an exact cause of the reported event could not be determined. To resolve the issue, the technician replaced the lid on the right side of the unit, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.